Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the ball bearings were noticed to have disassembled from the provisional shim during cleaning.